Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed by the guidewire. Visual analysis noted the lead was damaged at implant and it was stretched. The distal end of the competitor guidewire appears to be looped-back on itself at the lead¿s distal tip end.

Event description:
It was reported that during an implant procedure, a competitor guidewire became stuck in the lumen of the left ventricular lead; the guidewire could not be retracted nor advanced. The lead and guidewire were removed from the coronary sinus and a new lead was implanted. It was noted by the physician that the wire may have developed a small clot and that the lumen seemed unusually small. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.